Manufacturer narrative:
The cusa excel straight handpiece (c2602) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Based on the reported failure of body of the handpiece became hot during operation the complaint may have been a result of overheating. This may have been caused as a result of a in issue with the irrigation assembly. However, without testing device it is not possible to verify. Should the device be returned for analysis the complaint will be reopened and an investigation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Recommend : troubleshoot section of device IFU. If issue persists please discontinue use of device and return to integra for service and repair.

Event description:
A facility reported that the body of the cusa excel 36khz straight handpiece (c2602) became hot during a meningioma surgery. However, the same device was used to complete the procedure and was used with cusaexcel (serial: (B)(4)). The patient suffered no adverse consequences and delay in surgery is unknown.